Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing. There was no report of permanent or serious patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the "sound abatement" foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing and device is not working and does not turn on. There was no report of permanent or serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer used a known good power supply and power cord and was able to confirm that the device does turn on and provides airflow, a known good heated tube heats, and the heater plate heats. During the investigation observed an unknown dust contaminant on the front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. An unknown contaminant was observed on the water tank, flip lid seal, and bottom enclosure. An unknown dust contaminant was observed on the flip lid seal, bottom enclosure, dry box, and heater plate. The device's downloaded event log was reviewed by the manufacturer and found no "errors". The manufacturer confirmed no presence of degraded sound abatement foam.